Event description:
During a clinic follow-up, a high capture threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During an in-clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. The pacemaker dependent patient also reported episodes of dizziness and syncope due to the loss of capture. The device was reprogrammed to resolve the event. The patient was in stable condition.